Event description:
Patient was revised. Reason for revision is unknown. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (unk side). (B)(6) 2011 - the sales rep has reported additional information on the revision. Patient was revised due to groin pain and instability. It was noted that the components were well fixed. (B)(6) 2011, litigation papers received, there is no new information that would change the outcome of this investigation. (B)(6) 2012, received patient fact sheet with part/lot information. This is a bilateral patent. Doi: (B)(6) 2008, dor: (B)(6) 2011 (left hip), doi: (B)(6) 2009 dor: no revision (right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.